Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 1,400 syringe 1ml ls 26x1/2in india experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black particles are seen in side the syringe. Flow of material is from distributor to the hospital.

Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. Foreign matter was observed inside the packaging in the returned photos. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Although team was able to observe the foreign matter nonconformance, there were no physical samples returned to determine the foreign matter type. Therefore, the root cause could not be determined.

Event description:
It was reported that 1,400 syringe 1ml ls 26x1/2in india experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black particles are seen in side the syringe. Flow of material is from distributor to the hospital.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8211176. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-30. Medical device lot #: 9326987. Medical device expiration date: 2024-11-30. Device manufacture date: 2019-11-22. Medical device lot #: 8332781. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-28. (B)(4).

Event description:
It was reported that 1,400 syringe 1ml ls 26x1/2in india experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black particles are seen in side the syringe. Flow of material is from distributor to the hospital.